Event description:
Add'l info rec'd from MFR 4/23/04. January 15, 2004, it was reported to baxter that the patient was receiving an infusion of indomethacin, electrolytes and 10% dextrose via a b. Braun horizon, nxt infusion pump. The infusion rate and concentration of these drugs are unknown to baxter. The reporter stated the filter on the set occluded, which "contributed to clotting off an infant's vein." The reporter stated the i.v. Site was moved to another location with no further sequelae. Baxter received three used pediatric extension sets (product code 2c5683, lot number ur175273) for evaluation. Each set was primed using filtered water with no sign of occlusion. In an effort to replicate the customer's clinical usage, the following evaluations were conducted: a. Colleague pump. One used set (from evaluation above) was primed and connected to a 2c6537 continu-flo set. A bag of 10% dextrose (2b0174, lot c582882) was spiked with the 2c6537 set. Sets were then primed with the dextrose solution and loaded into the colleague pump. The set was run in the pump for 24 hours at 2 ml/hr. No abnormal alarms or indications were observed and no downstream occlusion alarms occurred. The second set was primed and connected to a 2c6537 continu-flo set. A bag of 10% dextrose (2b0174, lot c582882) was spiked with the 2c6537. The sets were then primed with the dextrose solution and loaded into the colleague pump. The set was run in the pump for 24 hours at 10 ml/hr. No abnormal alarms or indications were observed and no downstream occlusion alarms occurred. B. Sabratek 6060 pump. The third set was primed with [reverse-osmosis (ro)] water. The upstream side of the filter was drained and re-primed twice without any sign of occlusion. This set was then connected to a sabratek 6060 set 560500-250 and the bag on the set was filled with 10% dextrose solution from 2b0174, lot c582882. The set was then loaded into the sabratek 6060 pump and run in continuous mode at 2 ml/hr, with the downstream occlusion alarm on its low setting. The pump ran for 10 hours with no abnormal alarms or downstream occlusion alarms. The reporter from the facility has stated to baxter that 27 pumps are used in this facility and he did not feel the reported condition was related to the pump. He stated that he had taken some of the sets after the nurses reported an occlusion and primed them using a syringe of water or 10% dextrose. He stated that he was able to flush but had to do it forcefully. He reported that they have switched to a different product at this time. A two-year review of the product-reporting database has revealed there have been zero complaints received on product code 2c5683. The manufacturing facility has conducted a review of its production records and found no aberrancies during the manufacture of lot number ur175273. A copy of product labeling is enclosed. The filter on this set was changed on october 17, 2002 to a millipore filter. This was part of a global strategy to standardize the filters used by baxter. Millipore is now baxter's primary supplier of filters.

Event description:
Twenty-five situtations involving multiple pts where baxter's product being used as an IV inline filter occluded for unk reason(s) causing the IV pump to alarm. No precipitate visible on any of the situations. One of these situations caused venous access to clot off.